Event description:
The device was returned and analyzed.

Manufacturer narrative:
The device was removed and returned for analysis. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Manufacturer narrative:
Analysis of the returned device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that after an MRI the patient felt shocking sensations in the head and neck. The physician did not believe the symptoms were related to the device. The patient decided to have the device removed and the symptoms have resolved.